Manufacturer narrative:
(B)(6). Date of report: 13aug2019.

Event description:
The customer reported the device displaying a oxygen not available message. There was no patient or user harm reported.

Manufacturer narrative:
MFR received date: 01 oct 2019. After further evaluation done by the field service engineer, the reported issue was unable to be confirmed. After testing, it was determined that the reported issue was not present and that it was caused by external factors. Therefore, no parts were replaced. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.